Event description:
It was reported the lead was removed and replaced due to apparent lead fracture, high impedance (> 9,999 ohms), sensing difficulty, and no capture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; proximal segment returned and analyzed.